Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary, drawers were failed. The customer stated that the malfunction occurred when user trying to issue medication to patient, but user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary, drawers were failed. The customer stated that the malfunction occurred when user trying to issue medication to patient, but user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer hardware failure. A field service engineer (fse) cleaned and reseated the row board cable header connection on the drawer board of drawer 3-2 and conducted testing, but the issue persisted. So, the fse removed row board e from the 3-2 cubie drawer on the auxiliary unit, cleaned and reseated its header connection, and then rebooted the station. After these actions, all components tested successfully in both hardware test application (hta) and the application. The system functioned as intended after the field service engineer repaired the device.